Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, while attempting to ablate the right inferior pulmonary vein, the pulseselect catheter and sheath were advanced across the transseptal puncture into the right atrium. The pulseselect was withdrawn into the sheath, and transseptal access was reattempted by aligning the sheath with the opening and advancing the wire, which was successful. The procedure continued, but at a certain point, the wire became entrapped and could not be advanced or withdrawn, and the nose of the pulseselect catheter appeared kinked with the wire and nose outside (inverted) of the loop. The pulseselect was able to be extended and retrieved into the catheter without issue or resistance. The left flex catheter contour was left in the left atrium. Upon inspection of the catheter outside the body, a possible tissue biopsy was observed lodged into the nose of the catheter, trapping the wire. Additional contributing factors included a very baggy/floppy septum, possible biopsy of the septum while attempting to regain the transseptal spot on the wire, and the wire being pulled too far into the sheath. A new pv tracker and pulseselect were opened, and the procedure was completed without further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 990045 guidewire of lot number 8831928 was returned and analyzed. Due to the condition of the returned catheter. The returned guidewire could not be removed due to dry blood in the returned catheter. The guidewire was observed to be stretched, and it stretched further when an attempt was made to remove it. In conclusion, the guidewire failed the returned product inspection due to being stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.